Event description:
Patient was implanted with va-lcp curved condylar plate and screws on (B)(6) 2012. Patient presented with a non-union of distal femur fracture. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware. Patient was revised to va-lcp curved condylar plate construct. This is 3 of 10 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.